Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analyses of the system log showed host-pc did not startup in the previous system start. During troubleshooting, the fse identified that there was an issue with the host pc. The fse replaced the host pc along with hard disk drive. After that system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced host pc and the hard drive which returned the device to use in good working order.